Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple motor error alarms. They did a device rewind and the insulin pump seemed to be working but then they got another motor error alarm while trying to perform a correction bolus. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 545 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind. The customer was able to complete insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.